Event description:
During the procedure a livanova cardioplegia adapter was used. When starting to use the device, it began to leak and then air was noticed to be in the system. Upon observation, near two of the connection on the device had tears/cuts in the tubing under the screw hubs.